Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump also had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling and flashing. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time(B)(4)